Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w. Brand name: high frequency unit, esg-400. Common device name: electrosurgical system generator. 510(k): k203682. Product code: gei. The device was returned to olympus for evaluation and the evaluation found the device occasionally reported e006 due to a defective motherboard, and the output value of unipolar condensation was low due to a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e006. The issue was found during reprocessing. There were no reports of patient harm.